Event description:
It was reported that balloon rupture and shaft break occurred. The 95% stenosis was located in the mildly tortuous and moderately calcified posterior tibial artery near the top of the ankle. There were two lesions, each one cm in length. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on initial inflation to the peripheral stenosis, the balloon ruptured and during removal, the device got stuck in the stenosis in the central side. Approximately 20 cm of the detached and remained in the patient. Bypass surgery was performed with the popliteal artery cutdown and the device fragment was removed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The inner shaft was separated 4mm distal from the exit notch. There was a circumferential tear 2mm from the proximal end of the balloon. There was no distal portion of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture and shaft break occurred. The 95% stenosis was located in the mildly tortuous and moderately calcified posterior tibial artery near the top of the ankle. There were two lesions, each one cm in length. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on initial inflation to the peripheral stenosis, the balloon ruptured and during removal, the device got stuck in the stenosis in the central side. Approximately 20 cm of the detached and remained in the patient. Bypass surgery was performed with the popliteal artery cutdown and the device fragment was removed. No patient complications were reported and the patient status was stable.